Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 due to stress urinary incontinence and postmenopausal bleeding and mesh was implanted along with concurrent tvh, bso and mccall¿s culdoplasty. It was also reported that patient underwent urethrolysis and revision of sling on (B)(6) 2013 due to mesh erosion.

Event description:
It was reported that the patient underwent a gynecological procedure in 2005 and tvt, ams sparc, bard align, boston scientific obtryx, and coloplast aris were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary tract infection, urethral hypermobility, urethral instability, and urinary obstruction.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005, and a mesh was implanted. It was reported that the patient underwent urethrolysis and revision of sling on (B)(6) 2013, due to extrusion of mesh from a midurethral sling. It was reported that the patient underwent left ureteral stent placement on (B)(6) 2015, due to symptomatic proximal left ureteral calculus. No additional information was provided.